Event description:
Balloon burst while trying to deploy stent in the lad; a 1/2 shaft of the balloon and stent are sticking out of the lad. Is the product compounded? No. Is the product over-the-counter? No.